Manufacturer narrative:
There was no information given as to why the spider plate is being removed via revision surgery. The plate is not being returned for evaluation. The root cause cannot be reliably determined without additional information. Device no return expected.

Event description:
Notice was received saying that a revision surgery would take place to remove the spider system on (B)(6) 2017. X-spine hardware is not being used for replacement. The reason the revision surgery is needed is unknown. The date of the original surgery is unknown. No medical images have been provided. No parts are being sent back for evaluation.